Event description:
It was reported to lifecell that the patient was admitted with a wound dehiscence that the surgeon attributed to improper suturing. The surgeon repaired the device. This event was originally determined to be unrelated to the device, and related to surgical technique. Lifecell is not reporting this as a malfunction that contributed to a serious injury (surgical intervention). Event is reported due to risk of serious injury if malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device. Review of lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. At the time of initial investigation, all (B)(4) devices processed from this lot had been distributed, including (B)(4) devices that were reported as implanted. As of (B)(4) 2011, no other complaints were reported to lifecell against complaint related lot s10616. Conclusion: based on the provided information and our internal investigation into the complaint related lot, and as per physician statement, the malfunction is related to surgical technique and unrelated to the device. Event is reported due to risk of serious injury if malfunction were to recur.